Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 4.1 cm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported to have 25 degree angulation. Vessel and aneurysm morphology at the time of the event was reported as angulation of the aortic neck has changed from mild angulation to moderate angulation, rapid aneurysm shrinkage and disease progression resulting in elongation of the proximal aortic neck, from 20 mm to 45mm. It was reported that the patient was seen for a one year follow-up, and there was slight stent graft migration, however, no endoleaks present. It was reported approx 22 months post stent graft implantation, the stent graft migrated approx 45 mm, resulting in a type I endoleak. The cause of the migration was reported to have disease progression, which resulted in elongation of the proximal aortic neck. The physician implanted another MFR's aortic cuff. The patient was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
.